Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. One of the additional reported proglide devices referenced in the case description was also returned used and will be filed under a separate medwatch manufacturer report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the three proglide devices were opened for patient use they were noted to be "faulty". The devices were not used on the patient. No additional information was provided. Returned device analysis of the proglide device revealed that the device was used in the patient. A proglide device issue occurred during use. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device code (B)(4) was removed and replaced. Evaluation summary: analysis was performed on the returned device. The reported unspecified failure mode (faulty knot) could not be confirmed based on the condition of the returned device. Evaluation of the returned device identified evidence consistent with a link detachment which prevented successful retrieval of the suture. The posterior needle was ejected from the needle shank (deployment step #2). A scratch was observed on the barb of the posterior needle tip, thus indicates that there was some contact between the barb and the tabs of the posterior cuff as part of deployment step #2). The anterior needle was engaged with the anterior cuff (deployment step #2). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although the device was returned with a link detachment, additional information regarding the case details was not provided; therefore, a conclusive cause could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported unspecified failure mode, faulty knot, was confirmed as suture retrieval issue. Although the device was returned with a link detachment, additional information regarding the case details was not provided; therefore, a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused, sterile representative samples were returned and successfully tested, no malfunction was noted.